Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off several times. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off several times. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue in the device's memory logs. The cause of the reported issue could not be determined. The power pcb was replaced as a precaution. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.